Event description:
It was reported that prior to a procedure at the user facility the micro reciprocating saw was running when not activated. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Event description:
It was reported that prior to a procedure at the user facility, the micro reciprocating saw was running when not activated. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The engineering technician reported that the handpiece did not run without user activation but had corrosion affecting components including the motor cartridge.